Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had potential missing transaction for the lidocaine item. A technical support specialist reviewed the keystrokes, which showed that employee f07 attempted to issue lidocaine from bin 07-01 to a patient and the device reached the countback screen, but the transaction was not completed. The device remained on the countback screen until the system performed an auto reboot, which caused the missing transaction. This was explained to the customer and confirmed that solution will be available on later versions. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system, potential transaction was missing for the lidocaine item. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.